Event description:
It was reported to philips that the display has lines in it. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the display has lines it. The display needs to be replaced. It was determined that this was a malfunction of the display it was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.